Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached at 168,000 joules of use. The procedure was completed using a second surgical fiber. Outcome: "no damages to the patient." Gland volume: 85 ml

Manufacturer narrative:
Failure analysis for fiber model #0010-2400, lot #330a, serial #(B)(4): the report of a fiber cap detachment could not be confirmed, the fiber cap was found to be attached; however, the fiber exhibited a radial fracture distal to fiber/cap fusion zone at the bevel edge; the metal/glass caps were still attached; the glass cap/fiber has retracted backward within the metal cap the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural (tissue contact and technique) encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.